Event description:
I purchased and used the sleep right night guard to prevent bruxism. However, one night I woke up to find that the two piece guard was broken and two pieces of plastic were in my mouth, the pieces were large enough that if I swallowed them in my sleep I would have choked.